Manufacturer narrative:
This issue was previously reported to the FDA on MDR 2518422-2026-020139 for a patient death. The manufacturer received information alleging a patient passed away while during the use of a bipap a 40 pro device. There was no allegation of a device malfunction, the customer is requesting the device be checked for errors related to the incident. A clinical assessment was performed: based on the information currently provided and available, no cause and/or contribution of the device to the patient expiration was alleged and no harm or injury has been sustained. It was reported that during clinical and therapeutic use of the a40 pro efl device, a patient had expired. The reporter has requested the device be checked for errors related to the incident but made no direct allegation of device malfunction or failure to perform to manufacturer declared specifications. Therefore, further analysis of cause and/or contribution of the device to a serious injury or death is pending device evaluation. This notification will be closed as a duplicate of (B)(4).this report has been confirmed as a duplicate of notification (B)(4)and was reported to the FDA on MDR 2518422-2026-012317. All documentation and final reporting will be submitted to the FDA on(B)(4)5/MDR 2518422-2026-012317.

Event description:
The manufacturer received information alleging a patient passed away while during the use of a bipap a 40 pro device. There was no allegation of a device malfunction, the customer is requesting the device be checked for errors related to the incident. A clinical assessment was performed: based on the information currently provided and available, no cause and/or contribution of the device to the patient expiration was alleged and no harm or injury has been sustained. It was reported that during clinical and therapeutic use of the a40 pro efl device, a patient had expired. The reporter has requested the device be checked for errors related to the incident but made no direct allegation of device malfunction or failure to perform to manufacturer declared specifications. Therefore, further analysis of cause and/or contribution of the device to a serious injury or death is pending device evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.